Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Four images of 0.3ml bd insulin syringes from lot# 0139087 were provided. The consumer reported in a package came two syringes that release the needle part when opening. All four photos were examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch # 0139087 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr hub separated. The following information was provided by the initial reporter: I have been a diabetic for 37 years and I have been using (I think forever) bd syringes. But in the last purchases in a package came two syringes that release the needle part when opening, and in another package that I opened today, the same thing happened. For this reason I decided to send the complaint so you guys are aware of the problem. Of course, it's not a cheap material when you use a lot as it is in my case and a faulty condition like this ends up being a great loss. I'll forward a picture of the syringe and the package I took this one out of today. The previous ones from another package I had already discarded. I emphasize that I bought it at a pharmacy and the package was well sealed.

Manufacturer narrative:
Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr hub separated. The following information was provided by the initial reporter: I have been a diabetic for 37 years and I have been using (I think forever) bd syringes. But in the last purchases in a package came two syringes that release the needle part when opening, and in another package that I opened today, the same thing happened. For this reason I decided to send the complaint so you guys are aware of the problem. Of course, it's not a cheap material when you use a lot as it is in my case and a faulty condition like this ends up being a great loss. I'll forward a picture of the syringe and the package I took this one out of today. The previous ones from another package I had already discarded. I emphasize that I bought it at a pharmacy and the package was well sealed.